Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 834090. Medical device expiration date: 2021-11-30. Device manufacture date: 2019-01-04. Medical device lot #: 8356893. Medical device expiration date: 2021-12-31. Device manufacture date: 2019-01-18. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that sterile breach was found before use with a venflon pro 1.3mm x 45mm. The following information was provided by the initial reporter, "package broken, cannula affected." 74 occurrences reported.

Event description:
It was reported that sterile breach was found before use with a venflon pro 1.3mm x 45mm. The following information was provided by the initial reporter: "package broken, cannula affected." 74 occurrences reported.

Manufacturer narrative:
H.6. Investigation summary: three photos were received by our quality team for evaluation. Upon visual inspection, a deformed package with an open seal near the end cap was observed; therefore, the incident could be verified. A device history record review found no non-conformances associated with this issue during production of this batch. The manufacturing process has been reviewed. These batches were packed by manual pack process, the operator would have detected the reported defect during the manual pack process. The reported defect could have happened out of manufacturing plant. Therefore, the root cause cannot be determined. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.